Event description:
Sicu pt had been on continuous infusion of insulin, drip discontinued just prior to transport. Device was powered off and tubing set was removed by hosp transport team. Roller clamp was not closed. Door was opened, user removed flow-stop fitment from device and validated that flow-stop was in the fully closed position. The line was laid down in the bed next to the pt and the process readying the pt for transport continued. A minute or so later the nurse noted that there was fluid flowing in the line and then closed the roller clamp. Pt required d50w to control blood sugar. Neither tubing set nor alaris system were sequestered.